Event description:
I am the director of pharmacy at a critical access hospital in (B)(6). We have a relatively high volume outpatient oncology dept where the pharmacy prepares from 10 to 20 chemotherapy infusions per day. We use pha-seal (bd) as our closed system transfer device. We also use baxter for all of our IV solutions and their non-pvc infusion bags are called aviva bags. Recently, pha-seal's spike adapter became disconnected from a baxter aviva bag which resulted in an extensive chemo spill and hazardous drug exposure for both the pt and the administering nurse. Connecting the spike adapter to the aviva bag has always been difficult. The pharmacy technician who prepares our chemo use a special gripping device to forcefully screw the spike adapters into the aviva bag tubing port. We had not been notified of any circumstance where the pha-seal spike adapter and the aviva bag had become detached. After I contacted the bd sales rep, I was informed of the following: "... I'm quite familiar with the baxter viaflex line of which aviva is their dehp free non-pvc version. I'd had knowledge of problems both within and outside of my... Territory for quite some time but one situation recently brought the baxter bag issue to a head for me. A large prestigious and well known hospital within my territory requested that I and several other mfrs come in and with the baxter rep, discuss product compatibility. The aviva bag is unique in that it requires a spike to be inserted with a twisting counter clockwise motion as it's pushed into the port. Additionally and very problematically the aviva bag port will not allow any spike to penetrate beyond halfway where at this point it's membrane is penetrated. As a result of this the referenced institution experienced chemo spills. Leaks and myriad complaints from techs and pharmacists. They finally decided to carve out hazardous drug volume from their bag contract and when I last spoke with them they were considering both the braun excel and the hospira non-pvc bag. I have another customer who quickly reconverted to the braun excel bag after trying the aviva. Baxter of course stands behind their product and it's efficacy but I would be doing you a disservice if I denied I knew about similar complaints to yours or minimized them." Because we were not notified of this incompatibility, please consider publicizing this topic in an ismp medication safety alert. Because there has been consistent evidence that pha-seal is a superior closed system transfer device, we have no intentions on switching cstd vendors. We will be using hospira's non-pvc infusion bags for all of the necessary chemo preparations. Thank you for allowing me to share my suggestion for medication error prevention. Where did the error occur: hospital. (B)(6).